Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 00:22:37. During night drain cycle 16, the patient's ultrafiltration reading was 10878ml, indicating the home patient (hp) drained 10878ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an unexpected high ultra filtration (uf) for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.